Event description:
It was reported that the alert tone was sounding and the patient presented to the hospital. The right ventricular lead had short v-v intervals and the "rvtip part was damaged." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert triggered and there were 3 patient alerts for lead failure predictor between (B)(6) 2012, 04:21:27 and (B)(6) 2012. The lead was oversensing and there were 14 ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 ms on (B)(6) 2012 in the timeframe between 12:38:31 and 20:31:12. There was 1 ventricular fibrillation (vf) episode with 140 ms average v-cycle on (B)(6) 2012. The lead was also exhibiting sensing issues with interference/noise. The ventricular short interval count (v-sic) was equal to 114.2 counts avg/day, in 2.01 days, between (B)(6) 2012, 08:04:49 and (B)(6) 2012, 08:25:29.